Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a csf leak. On (B)(6) 2017, the recipient underwent surgery to repair the leak. Following the csf leak, the recipient experienced a skin flap infection and electrode extrusion. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reportedly prescribed ciprofloxacin. The recipient will not be reimplanted. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient reportedly did not experience a csf leak, however, was treated as such. The recipient may have experienced a microleak.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly presented with subcutaneous granulation, wound breakdown, drainage with pressure, and exposure. The recipient was prescribed keflex (250 mg) and silvadene topical cream. The recipient's infection has resolved. This is the final report.